Event description:
It was reported that the customer was experiencing high blood glucose. The reported blood glucose reading was 210 mg/dl. Troubleshooting could not be performed at the time of the report. It was reported that the customer had been hospitalized because of low sodium. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly, and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump could not be downloaded, due to an alarm which had corrupted the history file.